Event description:
The hcp reported that the bridge bolus was performed incorrectly when increasing the baclofen concentration from 500 mcg to 2000 mcg. No patient symptoms, treatment, or outcome was reported. Add'l info was requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if add'l info is received.